Event description:
It was reported that during device preparation prior to procedure, an error message was noted and the device was unable to be interrogated via bluetooth telemetry. The device was not implanted.

Manufacturer narrative:
The reported event of no bluetooth telemetry was not confirmed. The reported event of error message noted was confirmed. The device voltage was at normal range of operation upon receipt. Analysis of the device image was performed and no anomalies were noted. Further analysis of the device¿s electrical features was performed and found to be normal. The device was able to connect and maintain telemetry with the programmer throughout testing without anomalies. Longevity assessment was performed and the device was found to have normal battery depletion based on usage.